Event description:
Customer reported that the insulin pump's keypad was unresponsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.